Event description:
Additional information received from a manufacturer representative reported the cause of the loss of stimulation, return of symptoms and not being able to measure impedances was not determined. The manufacturer representative measured impedances with two different clinician programmers, but the outcome was the same. X-rays were done. No additional actions or interventions were taken or planned. The issue was not resolved and the symptoms were still present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient had a return of essential tremor symptoms after having deep brain stimulation (dbs) for seven years. The patient had falls on (B)(6) 2017, but the patient did not think there was a link between the fall and stop of stimulation since stimulation had worked after the fall. The patient had no response after stimulation was turned on or off with the clinician and patient programmers. The implantable neurostimulator (ins) was verified to be on and okay with the programmer. Testing was done on all electrodes at 2, 4, and 6v without any outcomes. In the past, the patient had been very reactive to stimulation. There was no communication between the recharger and the ins, but the clinician programmer was able to communicate with the ins. The recharger displayed the adjust the antenna screen. The programmer showed the ins was at 75% charged with a longevity of 2-3 years. Impedances were tested, but it was impossible to received any measurement or values. "---" was displayed when the impedances were checked. The manufacturer representative tried measuring impedances with a different clinician programmer, but the issue was not resolved. The manufacturer representative also tried doing an ins reset (physician mode recharge), but that did not help. The ins was typically charged for 0.1 hours every 1.9 days. The ins was implanted and out of service. No surgical intervention was taken and it was unknown if any surgical intervention was planned. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient's indication for use is essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that after the implantable neurostimulator (ins) was updated, communication was possible and the ins was able to be programmed again. Stimulation was working and the problem was solved.